Manufacturer narrative:
Correction: b4/f8: date of this report in the initial MDR is being corrected from blank to (B)(6) 2021.

Manufacturer narrative:
The device was not returned therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump did not alarm upstream occlusion when the tubing between the intravenous (IV) bag and pump was clamped off during infusion of oxytocin (rate had been 20mu/min). The event occurred at the "wp 4 l&b" unit . A patient in labor was involved but patient injury or medical intervention related to the reported event was unknown. No additional information is available.